Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable, service code 204) has been confirmed. Upon investigation the electrode belt trunk cable was cut and the green (+3.3v) wire was severed. The root cause for the cut trunk cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had a damaged cable and that the electrode belt was causing a service code 204 (belt/monitor unusable).